Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. The reported sasuke double-lumen catheter was returned for investigation. The tip of the returned sasuke catheter was found stretched and torn off. Microscopic observation found a part of shaft polymer adhered on the tip fragment, while a part of tip polymer was found adhered on the shaft surface. These findings indicated that the welded segment between the tip segment and the shaft segment was pulled and torn off. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the obtained information and the investigation outcome, it was presumed that tension was applied to the subject sasuke double-lumen catheter while the distal segment of the catheter had been caught by the calcium. Consequently, the tip segment was stretched and torn off. Although it was concluded that this event was not attributed to product quality, it was concluded that possibility of some fragment left in site could not be completely ruled out should the same event recur. Therefore, it was concluded that this event was reportable. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] 6) do not advance this catheter through a heavily calcified lesion. Doing so may damage this catheter or a blood vessel. Heavily calcified lesion means radiopacities noted without cardiac motion before contrast injection generally compromising both sides of the arterial lumen. Moderate calcified lesion means radiopacities noted only during the cardiac cycle before contrast injection. [Precautions] 9) during use, always check and monitor the movement of the distal end of the catheter under high-resolution fluoroscopy. Particular attention should be paid when inserting or withdrawing the catheter into or from stenotic areas and vessels narrower than the catheter. During pci, check if the lumen of the product is not obstructed. [Malfunction and adverse effects] 1) malfunction ~ separation ~ debris from a damaged catheter.

Event description:
It was reported that percutaneous coronary intervention (pci) was performed for a heavily calcified, heavily tortuous, and moderately flexuous 90-99% stenosed lesion in a high lateral branch deriving from the bifurcation between the left anterior descending artery (lad) and the left circumflex artery (lcx). The reverse wire technique was performed with an unspecified guide wire and an asahi sasuke double-lumen catheter. As the asahi sasuke double-lumen catheter was advanced while an unspecified balloon catheter was used as an anchor, the distal segment of the catheter was detached. The tip fragment was removed, and the procedure was completed. It was informed that the patient was doing fine after the procedure.